Event description:
It was reported that the arctic sun device was unable to initiate the therapy as there was no flow and the device received an alert 02 (low flow). Mss walked caller through emptying the pads, disconnected, reconnected, and tried to initiate the therapy. The alert persisted. The patient temperature was 39.6c, target temperature was 37c, water temperature was 7c, flow rate was 0lpm, inlet pressure was -0.8psi, circulation pump command was 100 percent, system hours were 3842, pump hours were 3575. The nurse was unable to do detailed troubleshooting at that time. Per follow up via phone 08dec2021, initial reporter stated that there was an air leak found in the tubing of the right leg pad and after that nurse had removed the right leg pad and was able to complete therapy with no further issues.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect machine set up/ incorrect parameters". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. Corrections: d, g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was unable to initiate the therapy as there was no flow and the device received an alert 02 (low flow). Mss walked caller through emptying the pads, disconnected, reconnected, and tried to initiate the therapy. The alert persisted. The patient temperature was 39.6c, target temperature was 37c, water temperature was 7c, flow rate was 0lpm, inlet pressure was -0.8psi, circulation pump command was 100 percent, system hours were 3842, pump hours were 3575. The nurse was unable to do detailed troubleshooting at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.